Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report 1627487-2019-10588; related manufacturer report 1627487-2019-10589; related manufacturer report 1627487-2019-10591; related manufacturer report 1627487-2019-10592; related manufacturer report 1627487-2019-10593; related manufacturer report 1627487-2019-10594; related manufacturer report 1627487-2019-10595; related manufacturer report 1627487-2019-10596.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report. Further information was requested but not received.

Event description:
Related manufacturer report 1627487-2019-10588. Related manufacturer report 1627487-2019-10589. Related manufacturer report 1627487-2019-10591. Related manufacturer report 1627487-2019-10592. Related manufacturer report 1627487-2019-10593. Related manufacturer report 1627487-2019-10594. Related manufacturer report 1627487-2019-10595. Related manufacturer report 1627487-2019-10596. It was reported that infection was observed at the implantable pulse generator incision site, peripheral lead incision site and the midline incision site. Patient had an unrelated spinal fusion surgery. Device system was explanted as a result to resolve the issue. There were no complications during the procedure. Patient was stable.